Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humdification chamber is currently en-route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) representative an issue with the mr290v vented autofeed humidification chamber. Upon device service, it was found that the chamber dome was cracked. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare (f&p) in new zealand for evaluation where it was visually inspected. Results: visual inspection of the returned mr290v vented autofeed humidification chamber confirmed the base of the chamber was deformed. There was no evidence of damage to the chamber dome as initially indicated. Conclusion: we are unable to determine the cause of the reported event. However, it is likely due to impact damage and would be visible upon user set-up. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber that fails this inspection is rejected. The subject mr290v chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare (f&p) representative an issue with the mr290v vented autofeed humidification chamber. Upon device service, it was found that the chamber dome was cracked. There was no patient involvement.